Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of an increased intraperitoneal volume (iipv) event coincident with a peritoneal dialysis (pd) simulated therapy. A registered nurse (rn) contacted fresenius technical support to report the liberty select cycler was draining very slowly during various drains. The rn was training the patient in the clinic with a dummy tummy, during which the cycler took 40 minutes to drain on the dummy tummy. Due to the slow drains, the rn requested a replacement cycler. Upon review of the treatment records, it was identified that the cycler drained 2105 ml during drain 1 of the simulated treatment. This drain volume is 234% of the largest fill volume of 900 ml. The fresenius technical support representative advised that an escalation will be submitted for the cycler replacement request. Additional information was requested but to date, has not been provided.